Manufacturer narrative:
Device is a combination product. Received product consisted of a taxus liberte device with no original packaging or other devices. Magnified inspection revealed distal stent damage and tip damage. The stent struts are stretched distally. The tip appears to be flared. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(4) 2011 it was reported that during a percutaneous coronary intervention, the device would not cross previously placed stent. The 90% stenosed lesion being treated was located in the severely tortuous and calcified proximal left circumflex (lcx) artery. Physician attempted to cross previously placed stent with a 3.0x20mm taxus liberte and was not successful. The procedure was completed with non-bsc device. No patient complications were reported and patient status is good. Returned product analysis reveled tip and stent damage.